Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarms unresolved with multiple troubleshooting attempts. Per reporter, air was noted in line. Per reporter the residual volume was 70.2 ml, and rate was 2.0 ml/hr. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).